Event description:
Customer reported that while pipetting hbsantigen assay, technician noticed no reagent was added to well a9. No alarm message was generated by summit sample handler. The plate ID# is dc0838. An ocd field service engineer was dispatched and was unable to duplicate the event. Plunger clamps were replaced in position 6 and 9. No death or serious injury was associated with this event.